Event description:
The device was returend without any documentation no further information is available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The hand piece was received in good physical condition. Initial visual inspection revealed that the insulation cable was refurbished. The handpiece was tested for functionality, the serial number stored in the internal memory did not match the serial number marked in the connector. However the device worked as expected during testing. When the hand piece was disassembled, evidence of refurbished activities and component replacement was noted. Internal components were different from the ones used at the current ees manufacturing process.